Event description:
Procedure: total knee revision, primary date: (B)(6) 2001, revision date: (B)(6) 2015 (by dr (B)(6)). A tibial insert rotating platform was removed because the tibial insert polyethylene wear. It was replaced with a new one, same like product. And an oval dome patella was added because of lysis of the patella. (B)(6). No x-rays and photos available. This case is not being reported by the customer, but (B)(6) employee. All available information has been provided as part of this report; no further information will be forthcoming.

Manufacturer narrative:
A review of manufacturing records and complaints databases did not identify any anomalies. Without further information or return of products the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion and entered into the complaint database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. No further actions are identified. Post market surveillance is per (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).